Event description:
A distributor reported that a cartridge alarm, specifically alarm 20, was declared by a pump during pumping. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections as a backup insulin therapy.